Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep increased the amplitude and pulse width up to 3.0 and 300 to troubleshoot the issue.

Manufacturer narrative:
Product ID: 3093-33, lot# v150733, implanted: (B)(6)2008, product type: lead. The additional information reasonably suggests the previously reported device codes: (B)(4), patient codes: (B)(4), and fdc codes: 92 pertain to product ID: 3093-33, lot# v150733, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the increase in amplitude and pulse width did not resolve the high impedances and they did not have a cause. It was noted that the doctor was planning on revising the lead. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had their generator change on (B)(6) and upon interrogation after the completion of the procedure, the lead showed an impedance reading over 4000 on all electrode combinations. It was noted that this could not be resolved by changing settings. No patient symptoms were reported. No further complications were reported/anticipated.